Event description:
A physician reported that during an intraocular lens(iol) implant procedure the haptic was bent and stuck to the back of the optic. Surgeon could not straighten it out even with the instruments. There was a break in the glass following repeated attempts to unfold the defective implant. Vitreous issue was reported. Additional information has been received and stated that the haptic finally deployed. The implant was captured in the rhexis, but still seems stable. The patient was at increased risk of post-operative macular oedema (irvin gass syndrome) due to vitreous leakage following manipulation of the implant in the capsular bag.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The haptic appears to be bent onto the optic. Provided photos show an implanted iol on a screen. One haptic and the optic are visible. The haptic is bent and folded either over or under the optic, based on the returned photo no definitive determination can be made on whether the haptic is over or under the optic. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company preloaded device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).